Event description:
Info received on 10/23/97 indicates add'l reason as inadequate balloon pressure.

Manufacturer narrative:
Pump resistor flow rate not within specs. Cuff performed within specifications. Balloon performed within specifications.